Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5079273) on 04-sep-2018. The most recent information was received on 27-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics, naproxen sodium (aleve), ranitidine hydrochloride (zantac) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), vision blurred ("blurry vision"), abdominal pain lower ("abdominal pain/ lower side"), menorrhagia ("heavy menstruation"), dyspareunia ("extreme pain during intercourse"), abdominal distension ("severe bloating"), bacterial vaginosis ("b.v."), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("knee pain/ joint pain"), pain in extremity ("hands pain"), myalgia ("muscle pain"), muscle spasms ("muscle cramps"), musculoskeletal stiffness ("muscle stiff"), hypoaesthesia ("muscle numbness"), back pain ("lower side and back pain"), depression ("depression"), memory impairment ("forgetfulness"), emotional disorder ("overwhelmed with emotions"), fatigue ("fatigue (always tired)"), disturbance in attention ("difficulty concentrating"), dysphagia ("tonsil issues (difficulty swallowing)"), alopecia ("hair loss"), acne ("acne all over my face, back and arms") and bowel movement irregularity ("bowel movements are not regular") and was found to have vitamin d decreased ("vitamin d level is low"), 4 months after insertion of essure. On an unknown date, the patient experienced infection ("infection "), abdominal pain ("abdominal pain"), skin irritation ("scalp irritations") and arthritis ("arthritis in right knee"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vision blurred, abdominal pain lower, menorrhagia, dyspareunia, abdominal distension, bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, pain in extremity, myalgia, muscle spasms, musculoskeletal stiffness, hypoaesthesia, back pain, depression, memory impairment, emotional disorder, fatigue, disturbance in attention, vitamin d decreased, dysphagia, alopecia, acne, bowel movement irregularity, infection, abdominal pain, skin irritation and arthritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, arthritis, back pain, bacterial vaginosis, bowel movement irregularity, depression, disturbance in attention, dyspareunia, dysphagia, emotional disorder, fatigue, hypoaesthesia, infection, memory impairment, menorrhagia, muscle spasms, musculoskeletal stiffness, myalgia, pain in extremity, pelvic pain, skin irritation, vision blurred, vitamin d decreased and vulvovaginal mycotic infection to be related to essure. The reporter commented: an serious injury(,disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-dec-2018: plaintiff fact sheet:- lawyer added. Events infection, abdominal pain, scalp irritations, arthritis in right knee were added. Case category changed from device other event to incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 04-sep-2018. The most recent information was received on 28-jan-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 28-year-old female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics, naproxen sodium (aleve), ranitidine hydrochloride (zantac) and vitamin d nos (vitamin d). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), vision blurred ("blurry vision"), abdominal pain lower ("abdominal pain/ lower side"), menorrhagia ("heavy menstruation"), dyspareunia ("extreme pain during intercourse"), abdominal distension ("severe bloating"), bacterial vaginosis ("b.v."), vulvovaginal mycotic infection ("yeast infections"), arthralgia ("knee pain/ joint pain"), pain in extremity ("hands pain"), myalgia ("muscle pain"), muscle spasms ("muscle cramps"), musculoskeletal stiffness ("muscle stiff"), hypoaesthesia ("muscle numbness"), back pain ("lower side and back pain"), depression ("depression"), memory impairment ("forgetfulness"), emotional disorder ("overwhelmed with emotions"), fatigue ("fatigue (always tired)"), disturbance in attention ("difficulty concentrating"), dysphagia ("tonsil issues (difficulty swallowing)"), alopecia ("hair loss"), acne ("acne all over my face, back and arms") and bowel movement irregularity ("bowel movements are not regular") and was found to have vitamin d decreased ("vitamin d level is low"), 4 months after insertion of essure. On an unknown date, the patient experienced infection ("infection "), abdominal pain ("abdominal pain"), skin irritation ("scalp irritations"), arthritis ("arthritis in right knee") and device dislocation ("migration"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vision blurred, abdominal pain lower, menorrhagia, dyspareunia, abdominal distension, bacterial vaginosis, vulvovaginal mycotic infection, arthralgia, pain in extremity, myalgia, muscle spasms, musculoskeletal stiffness, hypoaesthesia, back pain, depression, memory impairment, emotional disorder, fatigue, disturbance in attention, vitamin d decreased, dysphagia, alopecia, acne, bowel movement irregularity, infection, abdominal pain, skin irritation, arthritis and device dislocation outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, alopecia, arthralgia, arthritis, back pain, bacterial vaginosis, bowel movement irregularity, depression, device dislocation, disturbance in attention, dyspareunia, dysphagia, emotional disorder, fatigue, hypoaesthesia, infection, memory impairment, menorrhagia, muscle spasms, musculoskeletal stiffness, myalgia, pain in extremity, pelvic pain, skin irritation, vision blurred, vitamin d decreased and vulvovaginal mycotic infection to be related to essure. The reporter commented: an serious injury(,disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.